Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Exploratory angiograms were performed and the left coronary artery was stented on the same day. Coronary occlusion is listed as a potential risk in the evolut r instructions for use (IFU) and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). Per the physician, the left coronary artery occlusion was possibly due to the post-implant dilatation after the valve was implanted. However, the cause of the coronary occlusion cannot be conclusively confirmed or determined based on the available information. The reported hypotension was likely an effect of the coronary occlusion but a conclusive cause for the patient symptom could not be determined. The cardiac arrest may have been attributable to a combination of the reported conditions but an assignable root cause is unknown. It was also reported that a thrombus on the left coronary was confirmed during the exploratory angiograms. A number of factors can contribute to the formation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions. Prosthetic valve thrombosis is also a potential risk listed in the IFU and its presence and rate of formation is largely dependent on patient condition. Per the physician, the cause of the thrombus was unknown. In this event, the patient died two (2) days after the valve was implanted, due to a multi-organ failure, stemming from a ruptured spleen caused by cardiopulmonary resuscitation (CPR) compressions. Based on the reported information (an autopsy was not performed), a relationship between the evolut r and the patient death could not be established. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: patient weight updated, patient codes additional information was received that cardiac arrest occurred as well as hypotension requiring extracorporeal membrane oxygenation (ECMO). There was poor oxygenation despite 100% f1o2 on ECMO. It was reported that the thrombus was located on the left coronary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical non-medtronic valve, the patient presented with unstable symptoms and went into cardiac arrest. The patient returned to do exploratory angiograms and the left coronary artery was stented on the same day. A thrombus was confirmed during the exploratory angiograms and per the physician the cause of the thrombus was unknown. Per the physician, the left coronary artery occlusion was possibly due to the post-implant dilatation after the valve was placed. The patient died two days post valve implant, due to multi-organ failure, stemming from a ruptured spleen. Per the physician, the ruptured spleen was caused by the compressions from cardiopulmonary resuscitation (CPR). An autopsy was not performed.